Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed replace battery now alarm. Blood glucose level was unknown. The customer also reported that failed battery alarm was present in the alarm history. The insulin pump will not be returned for analysis.